Event description:
A peritoneal dialysis (pd) nurse reported the patient had expired. The pdrn stated that the patient's death was not related to the cycler but due to vascular issues. Follow up information has been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.